Manufacturer narrative:
The customer did not return any product. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
This event involving a coaguchek xs meter with an unspecified serial number was reported by the customer to FDA as mw5081201. The customer alleged that warfarin adjustments based on results from the device contributed to clots forming which required "cath surgery and the possibility of stents being placed." The voluntary medwatch is attached to this report. The customer was further contacted by telephone for additional details surrounding the event. The customer stated she started to receive high inr results intermittently in (B)(6) 2018. On (B)(6) 218 the customer got a result of 3.9 inr on the meter and was advised by the doctor to hold her warfarin dose for 3 days to get her inr result "back into the 2's." The customer alleged that on (B)(6) 2018 her inr dropped down to 1.4 inr on the meter allowing clots to form and increase in size. The doctor increased her warfarin dose to 7 mg 4 days a week and then 5 mg 3 days a week. On (B)(6) 2018 the customer tested on the meter with a result of 3.6 inr and went to the ER due to a severe headache; her blood pressure was also elevated. A CT scan of the brain did not show any bleeding on the brain and the customer was sent home the same day with pain pills. The customer provided the following results from the meter: on (B)(6) 2018 4.0 inr and 4.2 inr. On (B)(6) 2018 3.8 inr. On (B)(6) 2018 3.0 inr. On (B)(6) 2018 3.3 inr. On (B)(6) 2018 3.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr. On (B)(6) 2018 the customer had surgery to remove a clot that had formed in her heart and place a stent. She was tested for inr by an unknown laboratory method "right before" surgery and the result was 1.94 inr. The customer stayed in the hospital one night and was discharged to home the next day. The customer stated "at one point" the doctor told her to hold her warfarin again for 2 days but the customer just lowered her dose. It is not known if this instruction was based on a result from the meter or something else. The meter and test strips were requested for investigation. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.